Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio iq meter read inaccurately high compared to another device (freestyle). The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2017 at 10:10 pm when he obtained blood glucose readings of ¿137 mg/dl¿ with the subject meter and ¿116 mg/dl¿ on the other device, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages his diabetes with insulin (self-adjuster). In response to the alleged issue, the patient claimed he took an adjusted amount of insulin (amount not reported). At approximately 2:50 am the following morning, the patient claimed he developed symptoms of ¿sweating, feeling weak, memory loss and could barely walk.¿ the patient claimed he tested his blood glucose at the onset of the symptoms and obtained readings of 83 mg/dl¿ with the subject meter and ¿51 mg/dl¿ on the other device. The patient consumed mandarin oranges as self-treatment for the symptoms. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that an approved sample site was used for testing. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after taking an adjusted dose of insulin based on an alleged inaccurate high result obtained with the subject meter.